Event description:
It was reported that a left hip revision surgery was performed due to aseptic loosening, fluid collection with metallic debris, elevated metals of chromium and cobalt (metallosis), and hip pain.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head, was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the bhr head. Similar complaints have been identified for the bhr cup. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. Based on the information provided, the reported intraoperative findings of metallosis, fluid/pseudotumor and elevated cocr levels may be consistent with findings associated with metal debris. Without supporting post-primary and pre-revision radiographic images, pathology reports and/or the analysis of the explanted components, the source of the reported findings cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the revision and expected post-operative healing/pain cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
New information: g4, d4.